Event description:
A report was received from a user facility that the patient experienced second degree burns one day post op from the patient warming pad. The burn was located on the right back, right upper quadrant, a 18 x 5 cm red area with a small amount of ss drainage. The user did not use a positioning roll on this case, and there was no red areas at all post op. Hydrogel and telfa were the medical intervention for the burn. Kimberly-clark has no independent knowledge of the event reported, but is relaying the information that was provided by the user facility where the incident occurred.

Manufacturer narrative:
The kimberly-clark patient warming system consists of a model 1000 control unit (heats, controls and circulates water to thermal pads) and disposable single-use thermal pads. In the instructions for use for both the model 1000 control unit and the thermal pads the following caution statements are made: "due to underlying medical or physiological conditions, some patients are more susceptible to skin damage from pressure and heat or cold. Patients at risk include those with poor tissue perfusion or poor skin integrity due to diabetes, peripheral vascular disease, poor nutritional status, steroid use or high dose vasopressor therapy." "To avoid skin injury which might occur as a cumulative result of pressure, time, and temperature. Do not place firm positioning devices under the thermal pads, pad manifolds, or fluid lines (e.g. Bean bags). Do not place thermal pads directly over an electrosurgical grounding pad. Do, if warranted, use pressure relieving devices under the patient." The device involved in the incident was promised to be returned for evaluation, but has not been received. Information from this incident will be included in our product complaint & MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.